Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance (sli) values greater than 200 ohms, which was out-of-range (oor). Multiple lead vectors exhibited the oor sli. During generator change out procedure, two different devices were checked with this lead and this lead maintained the oor sli measurements as well. Electromagnetic interference (emi) devices were unplugged in order to complete the procedure with the intended device. It was noted that the sli remained oor for the proximal coil but was within normal limits for the distal coil. Technical services (ts) provided troubleshooting options. No adverse patient effects were reported outside of the prolonged procedure. Currently, this rv lead remains in service.